Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the suture was not attached on the instrument.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in colic surgery, the device was broken, the wire was crimped, fallen at the opening of the blister. They create a "manual scholarship" to resolve the issue and complete the case. The patient was alive with no injury.